Event description:
This pt received this second generation implant in 2000 when the pt was revised from an earlier design. The pt's hemarthrosis problems have continued and the surgeon is unsure how to proceed. The surgeon describes the pt's knee as swollen; painful and synovitic.